Event description:
It was reported that during the procedure in the mildly tortuous proximal-mid right coronary artery, pre-dilatation was performed at 8 atmospheres using a non-abbott balloon and intravascular ultrasound was performed. A 3.5x23 multi-link vision stent delivery system was advanced to the mildly calcified, eccentric, 90% stenosed target lesion and the stent delivery system balloon was inflated to 12 atmospheres. The stent could not be seen on angiography. The physician assumed stent dislodgement had occurred and examined the aorta; however, the stent was not found. The unexpanded stent was ultimately found on the cath lab floor. The procedure was completed using a non-abbott stent. There was no adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough,wizzard3. Guide cath: shelper6f jr4 finecross. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial filed MDR, it was reported that the stent had fallen off of the balloon and onto the cath lab floor prior to introducing the multi-link stent delivery system into the patient anatomy; thus, the stent was never introduced into the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.